Event description:
It was reported that an increase in capture threshold was observed on the atrial lead. Fluoroscopic imaging was performed and the lead was found to be dislodged. The lead was explanted and replaced. The patient was in stable condition post the event.

Manufacturer narrative:
Final analysis found normal lead characteristics.